Event description:
Event description boston scientific received information that during efforts to implant this fineline ii lead, the lead body curved around and the helix became hooked into the lead body. After multiple attempts to explant this lead, it was successfully explanted utilizing a snare. However, the lead sustained a fracture during the procedure and was subsequently replaced. Multiple efforts were made to implant a replacement flextend lead; however, capture issues were observed and this lead could not be successfully implanted. The physician also suspected that a minor perforation occurred . The patient stayed in the ICU for two nights and is now stable and doing fine.